Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex (cx) artery. The physician advanced the 24x3.50mm taxus liberte stent delivery system (sds) and was unable to cross the lesion. The sds was pulled back and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex (cx) artery. The physician advanced the 24x3.50mm taxus liberte stent delivery system (sds) and was unable to cross the lesion. The sds was pulled back and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the tip of the device was pushed back and bunched. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were present throughout the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).